Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller doing reprogramming with pt who hasn't used their stimulation much since it was implanted due to pt having other personal things going on in her life. In clinic today, pt not feeling stimulation even up to maximum intensity. Pt has single quad lead and all imped are in 2000-3000's ohms range. Increasing pw hasn't helped. Technical services (tss) had caller use intellistim feature and this was run at different intensities but pt still wasn't feeling any stim. Current ins battery capacity is at 3.0v. Tss reviewed preservation of remaining battery capacity and discussion with hcp about considerations given pt's elevated impedance and inability to feel stim. Pt did have a fall about 2 months ago but pt wasn't using stimulation at the time so it's unknown if the fall has impacted the integrity of the system. Reviewed considering need for lead and/or extn replacement.

Event description:
The physician was aware of this issue. The patient, is now deciding on when they want to get a replacement of the leads, after troubleshooting with the tech. And no further actions have been taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.